Event description:
Event description cpi received information that these two myocardial sutureless leads (0030) were removed from service and capped, because of nois on the leads. Another cpi lead (0010) was added to the patient's system.